Manufacturer narrative:
H.6. Investigation summary: bd received three (3) customer photos for review and analysis. After review and analysis of the customer photo, no label is seen on the tube. Therefore, bd is able to confirm the customer reported defect based on customer photo analysis. Additionally, 30 retain samples were subjected to a visually inspection for missing label. 0 of 30 retain sample failed, all samples met specifications. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on a review of batch records and the investigation results, no definitive root cause from the manufacturing process has been identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes that a tube was unlabeled, it was noted prior to use. No health impact or consequence reported.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes that a tube was unlabeled, it was noted prior to use. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.